Event description:
A 28 bifurcated device was placed in a 18mm length and 24mm diameter neck with tortuosity. A balloon was used to expand graft post placement. A slight type ia endoleak was present. Another balloon was inserted and inflated. After ballooning, a slight endoleak was still present. Doctor may use endo anchors.

Event description:
A 28 bifurcated device was placed in a 18mm length and 24mm diameter neck with tortuosity. A balloon was used to expand graft post placement. A slight type ia endoleak was present. Another balloon was inserted and inflated. After ballooning, a slight endoleak was still present. Doctor may use endo anchors. 05/16/2022: the last update from local representative states the physician's plan is to use endo anchors and may extend with a cuff to sma while snorkeling the renal arteries. Patient outcome - "unknown".